Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between the supply line of a homechoice cassette and a solution bag was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell five of six. The patient was connected at the time of the alarm. The patient stated the supply bag had disconnected from the supply line. The renal therapy service agent (rtsa) assisted n ending therapy, advised that they start over with new supplies, and reviewed proper procedures with the caregiver. The caregiver stated there had not been anything unusual about the supplies when they had set up for therapy; the connections had been secure. There was no patient injury or medical intervention associated with this event. No additional information is available.